Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology is unknown. It was reported that approximately six weeks post index, the patient presented emergently complaining of back pain. A CT scan revealed a intramural hematoma below the stent graft. The following day, a 38x34x150 stent graft was placed to resolve the issue. An ivus performed post implant confirmed exclusion of the hematoma. The physician does not know the cause of the hematoma, and does not know if it was related to the device. No additional clinical sequelae were reported and the patient is recovering.

Manufacturer narrative:
(B)(4).